Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received an inaccurate fill estimate after filling a cartridge with insulin. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge decreased to 0 units of insulin. The customer reloaded the cartridge, and received a minimum fill message. Then, a new cartridge was loaded with 150 units, and an additional minimum fill message occurred. The customer's blood glucose level was 150 mg/dl. It was confirmed that the customer would use manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.